Event description:
It was reported that while performing right ventricular (rv) threshold testing on this cardiac resynchronization therapy defibrillator (crt-d) system, the threshold test induced ventricular tachycardia (vt) and manual burst anti-tachycardia pacing (atp) was delivered and converted the arrhythmia. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.